Event description:
Patient called in 2002 alleging that their one touch basic would prompt the "not ok" message and reading inaccurately erratic. Patient's blood glucose readings were 142, 166 and 213 mg/dl. Patient had been feeling high and low energy levels. No medical treatment was administered. No adverse event or serious injury occurred. Meter malfunction issue was not resolved. One touch basic meter was replaced. No further information was provided.